Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: DHR review was completed for the subject lot numbers (1233032). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1233032) (complaint category keywords : unable to place implant into osteotomy) for similar events and five other complaints were identified (see attached history). The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. June post market trending was reviewed and there were no actionable events or corrective actions for the reported event (unable to place in osteotomy) or product (tsvtb11). As documented in the summary investigation, contributing factors for these reported events likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Fax number unknown / not provided. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor indicated lack of primary stability at tooth site # 42. New implant will be place in the future.